Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effect was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported by a physician during a meeting on (B)(6) 2015 that she has had trouble with thrombosis forming in the supera stent after taking the patient off dual antiplatelet therapy. No additional information was provided.